Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having problems since losing their programmer. They indicated that they had a lot of pain where the implant was. It was noted that they would be seeing their new primary care provider on (B)(6) 2017, and had an appointment with their urologist in (B)(6) 2017. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient. Patient reports problems with their device, sharp pains when lying down, and pain all the time. The reported pain was resolved. The circumstances that led to the pain was the patient was moving and was doing a lot of packing and unpacking. They have an appointment on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the problems with the patient¿s device was that they had lost the remote while moving from (B)(6) to (B)(6); however, it was also noted that the cause of the problems was not determined. The problems had not been resolved, and the patient had an appointment with their urologist. No further complications were reported/anticipated.